Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found errors during initial tests on the automated test equipment and on the bench. Further analysis found that the cause for the anomaly was due to a component connection issue on the hybrid. (B) (4) - no complaint was received with return of the device. Failure (event) observed during analysis.

Event description:
This report is to advise of an event observed during analysis.